Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed explant related damage, including insulation cuts and deformed coils. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, post atrioventricular node ablation, high pacing thresholds and loss of capture were observed on this right ventricular (rv) lead. No asystole was observed as a result of the loss of capture. The physician was unsure as to whether a micro-dislodgment had occurred or the lead had been damaged during the ablation procedure. A revision procedure was performed and this rv lead was extracted. No additional adverse patient effects were reported.